Manufacturer narrative:
Siemens concluded that according to the system save logs, the device malfunction was caused by sporadic fm communication errors between the phs and the gantry. Siemens is issuing a defect workaround to further investigate the sporadic fm communication error issue, and will initiate further measures if necessary. It was also noted that the patient fainted before the patient did the CT examination. Investigation is on-going and a supplemental report will be submitted upon completion should further information become available. (B)(4). Exemption number: e2017016.

Event description:
It was reported to siemens on (B)(6) 2018, that a malfunction occurred while operating a somatom go now system. During a patient procedure, the system resumed and stopped functioning properly after topo scanning, and the system became functional again after 5 minutes. During this 5 minute period of down time, the patient being scanned went into cardiac arrest; however, the patient was successfully resuscitated and the examination procedure was then finished. This event occurred in (B)(6).

Event description:
Additional information was received further reporting that the patient had to be rescanned due to the previously reported device malfunction, exposing the patient to an additional radiation dose.

Manufacturer narrative:
Exemption number e2017016. (B)(6) USA (importer) is submitting the report on behalf of siemens shanghai, medical equipment ltd., shanghai (manufacturer). Siemens has completed a technical evaluation of the reported event. The root cause is attributed to a firmware bug. The communication between the phs fw and the ptab was suddenly lost. Review of the device event log revealed a phs error 165 after the first CT scan, which led to the system resume and scan abort. A software fix was applied to the device updating the software from va10 to va20. The problem was mitigated in va20. Siemens will continue to monitor and improve this issue. Adverse event and product problem. The reported product problem resulted in an additional radiation dose because the patient had to be rescanned. The date of this report should have been reported as 08-jun-2018 in the initial medwatch report. The previously reported date of 09-jun-2018 was reported in error. The reported device was available for evaluation. Contact information was updated to current contact. The 510(k) number was updated to reflect the most current 510(k) for the device. Patient code was corrected from 1762 to 3191. The reported product problem was not alleged to have contributed to the patient's cardiac arrest. Patient code 3191 was reported for the additional radiation dose due to the patient having to be rescanned due to the product problem.

Manufacturer narrative:
Exemption number e2017016. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens shanghai, medical equipment ltd., shanghai (manufacturer). The date of event and the date of this report, along with test dates were confirmed to have occurred on (B)(6) 2018.